Event description:
In 2000, pt had open reduction and internal fixation of clavicula fracture. About two months later x-ray revealed breakage of the plate. In the next month after the x-ray, pt had revision surgery to remove and replace.